Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the biventricular device was changed out for early battery depletion due to high thresholds on the left ventricular lead. The lead was reused. No patient complications were reported as a result of this event.